Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead implant procedure, the lead stylet had insertion failure. Lead was explanted and a new lead was implanted. Patient was stable.